Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not find the patient's device. The physician asked if the pacemaker was "dead." It was further reported that the device was explanted and replaced the next day due to early battery depletion. No patient complications have been reported as a result of this event. Further information from the clinic indicated that they were unsure if there was a battery issue or if the battery depletion was due to very high thresholds on the epicardial leads. The leads were replaced.